Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.